Event description:
It was reported that during the insertion of an epod posterior intervertebral body fusion device, the one of the prongs of the inserter broke while the implant was being rotated into place. The implant was fully rotated; the surgeon had difficulty disengaging the thumbwheel, and was twisting the inserter to pull it out of the implant when the other prong broke. The handle then came free leaving the handle behind. The surgeon took a forceps and pulled the prongs away from the sides of the implant. A spare instrument was not needed. There was no adverse outcome for the pt.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. An eval of the returned device showed that the prongs of the inserter were seared off below the outer sleeve where they attach to the instrument shaft. A review of the complaint log showed that this was the third recorded incident of prongs breaking, all were the newer revision of the instrument. The issue was addressed in the failure modes and effects analysis (fmea) of the system in (B)(6) 2009. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.